Event description:
Clinical report states the patient suffered a fractured femur.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The investigation remains closed, as the added/corrected information did not change the outcome.

Event description:
The clinical report states the patient suffered a fractured femur. Update: 11/30/2012 - the complaint was reopened because it was reported that the patient was revised on (B)(6) 2002. The patient name is also being corrected to doyle, joyce. There is no new information that would affect the investigation.